Manufacturer narrative:
The device was discarded at the facility; a supplemental MDR is not required as there are no analysis results to report. A device history record review was performed; it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that due to the curve of the device, the catheter could not reach the area and there was a part of where the cauterization could not be done leading to incomplete ablation. No patient injury was reported.